Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed as the device was not available for evaluation. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's afterhours call service with report of an increased intra peritoneal volume (iipv) during dwell 1 during use of the homechoice machine. The patient bypassed a low drain volume and went into fill 1. The hp stated the initial drain volume was 270ml, last fill volume was 500 ml, and fill volume was 1700ml. The manual drain volume was 3183ml. The hp confirmed to contact the renal nurse. The technical service representative (tsr) assisted the hp to end the therapy. No patient injury or medical intervention was reported.